Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed in the 60% stenosed and moderately tortuous de novo lesion in the right circumflex artery. The dragonfly catheter was prepared per the instructions for use. The vessel was wired with a bmw universal ii guide wire. After successfully performing a pullback, the catheter could not be retrieved as it got stuck on the distal part of the guide wire. Both, the catheter and the guide wire were pulled out together. The procedure was successfully completed with another unspecified guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to remove was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove appears to be related to circumstances of the procedure. There were no damages nor anomalies to the catheter which could be directly attributed to the reported difficulty to remove the catheter from the guidewire. The guidewire employed with the catheter was confirmed to be damaged (bent/kinked). In this case, it is likely that the cause for the reported difficulty to remove the catheter from the guidewire was the observed guidewire damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.